Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Customer support has made several attempts to contact the consumer to acquire more information. There is no further information regarding the complaint available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: due to continued use, pump information from date of pi (8/15/14) has been overwritten, unable to confirm complaint of intermittent power. Intermittent power was not duplicated during investigation. The pump was run on a 24 hour basal program with no intermittent power/reboot occurrences. The pump was opened; inspection performed on the power circuit with no defects found. No moisture found internally. Returned battery cap used to perform investigation. No damage to battery compartment threads or battery cap; battery cap threads/tightens properly. Battery cap height and width were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.